Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, serial/lot #: 2.1.0 h3/h6: the system was serviced in the field and the system passed system checkout and functioned as intended. Codes b01, c19, and d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that there was an inaccuracy of 2mm or more in the medial and lateral directions. The site added additional points of interest to reduce error, but they still felt that the navigation inaccuracy was off. There was a delay of less than one hour. Additional information was received. There was no impact on the patient's outcome. It was likely that the cause was user error or that the patient reference frame was bumped.

Manufacturer narrative:
H3, h6: analysis was performed for product: 9735737, software version: 2.1.0. It was reported that the logs captured 1 session on the date of the issue. The site performed many registrations in the tumorresectionoptical procedure, and the final registration was pe rformed with an error metric of 2.2 mm. The archive had one exam with 208 slices; no plan data was observed, and the registration data was not found in the archive with an error metric of 2.2 mm. The logs did not capture any evidence related to the reported behavior. Frame movement was suspected to have caused the reported behavior. There was insufficient information to determine whether a software anomaly contributed to the reported behavior. Codes b01, c19 and d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.